Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure?=> (B)(6) 2017. Can you identify the lot of vcpb725d suture? => no, we can't. Can you identify the lot of vcpb864d? => no, we can't. Were any cultures performed and what were the results? =>we couldn't get the information whether cultures were performed or not. What is the surgeon opinion as to the relationship of the vicryl plus suture and the contact dermatitis 3 months post op? => the surgeon was not sure whether there was relationship between the vicryl plus and the contact dermatitis or not."

Event description:
It was reported that a patient underwent total right hip arthroplasty procedure on unknown date in (b)(462 017 and suture was used. The suture was used on the fascia and subcutaneous tissue. Post operatively the patient experienced inflammation and was evaluated by dermatologist. The surgeon suspected contact dermatitis. The patient was treated with topical steroid and the symptom did not improve. The patient symptoms have recently suddenly subsided and the patient has completely recovered. Additional information was requested.